Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information received indicated a revision procedure took place. The device was explanted as the physician suspected an issue with the device header. The rv lead was also surgically abandoned. Another manufacturer's device and rv lead were implanted. There have been no adverse patient effects reported as a result of the revision procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable right ventricular (rv) defibrillation lead were exhibiting noise. There had been one inappropriate shock delivered due to the noise. The noise was unable to be recreated. It was reported that this patient was not pacemaker dependant. The physician elected to turn the tachy mode in the device off until there has been resolution to the noise. Additional information received from the local area sales representative indicated the patient planned to be sent to a different physician for a revision procedure. At this time there is no information indicating a revision procedure has taken place. It was communicated that the patient has not presented to the other physician for follow-up.